Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving high voltage therapy from their implantable cardioverter defibrillator. Review of electrocardiograms revealed that there were episodes of supraventricular tachycardia. However, some electrocardiograms could not be viewed because of overwritten memory due to the large volume of episodes. Because of this, it was uncertain if ventricular tachycardia was present and if the high voltage therapy was appropriate or not. On (B)(6) 2018, following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted. The patient was stable post procedure.

Manufacturer narrative:
Correction: manufacturer report 2017865-2018-12151 and associated follow-up, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).